Event description:
The pump powered off by itself without an adequate response time. While on ac power, the pump was programmed to deliver an unspecified chemotherapeutic agent and the delivery was started. No specific programming parameters were provided. At an unspecified time during the delivery, the nurse noted the pump "beeped once, the screen went blank," flashed an error code, and "immediately shut off." The device was removed from clinical svc, therapy was resumed using a replacement device. There were no reported adverse pt effects. No med interventions were required.